Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) unit touchscreen was unresponsive.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) unit touchscreen was unresponsive. No patient involved. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, e2, e3, h6 medical device problem code. A getinge field service engineer (fse) found that touchscreen would not respond to any touch commands. Replaced touchscreen panel. Performed touchscreen calibration. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.